Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages, 204 service code, and can connection status) has been confirmed. As received, the belt unable to complete an ECG falloff test. Upon investigation the electrode belt ECG "c&d" cable was broken, damaging the lead 2- wire in the cable near the jst connector. The root cause for broken cable could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code 204, can connection status, and experiencing adjust / check belt messages.